Event description:
It was reported that during a device change out, increased high voltage lead impedance was observed. Programming change was made and the lead remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.